Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a suspected inflammatory mass. The patient¿s healthcare provider (hcp) ordered an MRI to look at the tip of the catheter for a granuloma. No other patient symptoms were reported.the device system was to deliver morphine.